Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intraoperatively, the device component disengaged. The anvil fell into the cavity of the patient, it was retrieved. To resolve the issue and complete the case, they removed the jaws using pliers. No patient injury.